Event description:
It was reported to boston scientific corporation that during a procedure using a pinnacle posterior pelvic floor repair kit, the physician threw the first leg assembly into the sacrospinous ligament. Then, as he was pulling the leg assembly through the ligament with the capio device, the needle detached. Reportedly, the detached needle was captured inside the capio cage and did not fall loose inside the patient. The physician removed the partially-placed device from the patient and completed the procedure with another pinnacle posterior pelvic floor repair kit. There were no complications to the patient, who was reportedly over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)